Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer thinks that the insulin pump malfunctioned. The blood glucose reading at the time of the event was over 500 mg/dl. Customer was trying to treat the high blood glucose with bolus, but the blood glucose would not come down. Customer had high ketones. Customer programmed three units in hospital; nothing came out. Physician stated that the insulin pump was not delivering insulin and disconnected insulin pump. Hospital provided EKG, aspirin and nitroglycerin and CT scan. Nothing further reported.